Manufacturer narrative:
We evaluated sheath and found a piece broken off the beak; it is possible the device was damaged previous to the procedure, it is also possible that the beak was damaged due to wear of long use; we cannot confirm. The instrument has a date code zz(12/10) and it has been in use for approximately 7 years and 2 months.

Event description:
Allegedly, during a turp procedure the doctor noted that a piece of the ceramic beak broke off the instrument and fell into the patient's bladder. The doctor immediately removed the broken piece, replaced the instrument and the procedure was completed with no delay. The hospital reported there was no injury to the patient.